Event description:
This case was reported by a consumer and described the occurrence of uterine hemorrhage in a pt who received poligrip (super poligrip original) cream for loose dentures. The consumer called to praise product, request coupons and make a general product comment. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes (1994), acid reflux, allergic to glucophage, iodine allergy and iodine dye allergy. Concurrent medications included super poligrip- unidentified, for twenty to thirty years, zyrtec and nexium. In 2002 the pt experienced uterine bleeding related to a benign uterine cyst and had a same day dilation and curettage procedure. Additionally, in 2002 the pt experienced osteoarthritis and treated with same day knee surgery. The events resolved.